Event description:
The attorney of a patient has contacted stryker with the following request and demands compensation for pain and suffering: "my client had to have 4 parts of a hip implant (left), which was produced and marketed by your company, implanted. At the end of 2024, my client suddenly felt severe pain in the left hip area. My client then went to hospital, where upon an x-ray revealed that the ceramic head and the inlay of the hip implant were broken. It should be noted that the usual shelf life for such an implant had not yet been exceeded. This was not a normal sign of wear on the implant. My client then had to undergo an operation. Specifically, the head, the inlay and the shaft of the hip implant had to be replaced. Subsequently, my client had to undergo rehabilitation. My client suffered from severe pain."